Event description:
Distributor alleged they received a complaint that a child with a mitochondrial disease was hospitalized for hypoglycemia. The pump had indicated a feeding of 461ml but nothing was delivered.

Manufacturer narrative:
The pump log shows two occlusions with alarms. There is no evidence from the log that the set was removed from the pump to clear either occlusion before another therapy was started. Failure to clear the occlusion resulted in the pump indicating volume was being delivered when it did not, due to the occlusion.